Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that "I feel something poking out of my skin" and "I have three pimples or boils where my device is." The device remains in use. No further patient complications have been reported as a result of this event.